Manufacturer narrative:
The product has not returned back for failure analysis as it has been used in surgery. There was no lot number provided with this complaint. Therefore, a DHR review could not be completed. The failure is unconfirmed. The root cause is undetermined.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 1121308-2018-00102, 1121308-2018-00099, 1121308-2018-00100, 1121308-2018-00101.

Event description:
This is 2 of 2 reports. A regional sales manager reported on behalf of the customer that drm1033i duragen rm dural regeneration matrix 3x3 and durs4591itl suturable duragen 4 inch x 5 inch were used on a patient who was treated on (B)(6) 2018 for a temporal meningioma. On (B)(6) 2018, the customer observed cerebrospinal fluid (csf) collection. Clarification was received on (B)(6) 2018 that the event did not lead to an increase in surgery time.